Event description:
Patient came in room at 0740, patient was intubated as normal, 7cc air to blow up the et [endo tracheal] tube cuff. About 15-20 minutes later, the rn heard a pop followed by patient gurgling. There was suddenly no ventilation happening. The anesthesiologist promptly extubated and re-intubated the patient, and the cuff of the tube that was in had popped. This occurred before the surgery started, and no harm was done. However, in a different circumstance this could have been much worse and caused a patient more serious harm.